Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drive was almost full, which could affect system performance.the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drive was almost full, which may have affected system performance. A technical support specialist (tss) connected to the station and verified that sufficient free disk space was available and that the system was not in a critical state. The tss reviewed storage usage on the device and identified large system-related files consuming space. Old data collection files were removed, recovering disk space. System component cleanup activities were performed to remove outdated files, and built-in cleanup tools were used to further optimize storage. The customer was informed of the actions taken and the outcome. The system functioned after the technical support specialist troubleshot the device.